Event description:
It was reported that when the anesthesia clinician is floating the swan ganz catheter, they are getting fluid backing into the sleeve. F/u info received (B)(6) 2012 states the event occurred in the cvicu. The psi was placed into the pts internal jugular. An edwards thermodilution catheter, model 131hf7 was placed uneventfully. The pt was transferred to recovery and then to the cvicu. At 24 hours, post insertion blood had formed in the area around the thermodilution catheter and into the contamination shield. It was decided at this time to remove and not replace, as the pt was stable. There was no delay in therapy, no pt death, and no complications were reported.

Manufacturer narrative:
(B)(4). Sample will not be returned.